Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) checked the machine and problem found, monitor screen had lines and display not readable. Fse reseated monitor video cable connection to unit 3x¿s. Display now good and correctly showing displayed area. Please note, safety disk needs to be replaced based on system hours. On 04 -15 safety disk replaced based on system hours. Completed all functional and safety tests per manufacturer specifications. Unit cleared for use.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had an issue with screen is all messed up and has line through it. It noted before use, during routine check. No patient involvement.

Manufacturer narrative:
Due to character limit initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.